Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer changed out their set and was able to get their blood glucose levels down. Customer advised three separate times when their blood glucose levels were high, they found a bent cannula when they removed their set. Customer advised they had air bubbles in the reservoir and the cannula would come straight out. Customer declined to speak to the 24 hour helpline.